Manufacturer narrative:
Additional information: the following information was obtained during follow-up: the event was attributed to a technician loading error. The left eye was affected. The incision was enlarged but no sutures were required. There was no vitrectomy. The lens was replaced with z9003 19.0 serial (B)(4). (B)(6), sex/gender: male. Title: dr., (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/19/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed blood and viscoelastic residue on the lens. There were also marks and a crack observed on the optic part of the lens. Furthermore, one haptic was detached and missing and the other haptic was distorted. This condition is typically of a removed lens. The complaint was verified, however, due to the condition of the sample received the cause of the complaint could not be related to the manufacturing process and is related to the handling process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a bent haptic was noticed after implantation. The doctor had to enlarge the incision to remove the intraocular lens. The patient is doing fine. No additional information was provided to abbott medical optics.